Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead exhibited increased threshold measurements and high out of range shock impedance measurements greater than 125 ohms. Additionally, the patient experienced stimulation with higher output pacing. Boston scientific technical services (ts) discussed troubleshooting options. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that tachycardia therapy was programmed off and the patient was referred to an electrophysiologist for evaluation.